Event description:
1 week post implant lead repositioned (dislodgement). Next day no pacing spike , lead connector unable to be fully inserted into ipg, question if lead pin slightly curved during procedure.